Manufacturer narrative:
It was reported that the ventilator did not turn on. Identification of issue has been done by analyzing problem description. Service report and device¿s logs were not available for further evaluation. Based on technician statement, the device was in use without battery backup. There is no information how the issue has been resolved. No parts have been returned. The root cause of the reported failure has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient involvement. Manufacturer's ref.#: (B)(4).